Event description:
Procedure type: not applicable. According to the reporter: the reloads used were difficult to load and unload during a demonstration. In addition to the challenge of being able to physically remove the reloads, when reloads are attached and when they are trying to be removed the reloads would articulate and move on its own without pushing any buttons. This occurred during a demonstration. There was no reinforcement material.

Manufacturer narrative:
(B)(4).